Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a fragment was found under the lasik flap at one week post op. The customer suspects that the fragment came from a spear used during the case. The reported informed that the fragment is near the rim of the flap and does not interfere with the patient's vision. No inflammation has been observed. Additional information has been requested for this report.

Manufacturer narrative:
The product pack number and lot number specific to this report is not known: therefore, lot history and device history record review is not possible. A sample has not been returned for this complaint; therefore, visual inspection could not be performed. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).